Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Event description:
Healthcare professional reported "rupture" confirmed via ultrasound. This record is for the right side. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: not observed. As per the investigation procedure, deformation, and crease were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; b6; d6b; h6.

Event description:
The device has been explanted.